Event description:
Low sensing and high threshold were reported. The patient had twiddlers syndrome. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.